Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motion sensor test failure alarm during testing and unable to verify motor position encoder error alarm in the alarm history due to history file overwritten. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that they received a motor error alarm during a prime. Customer's blood glucose was 183 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. It was also found the customer had a motion sensor test failure alarm and motor position encoder error alarm in the alarm history. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.